Manufacturer narrative:
Sample material from the patient was submitted for investigation. The customer's elecsys troponin t hs results were reproduced. No interference factor was detected. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit that did not agree with the clinical status of the patient. The clinician suspected an analytical interference. Refer to the attachment to the medwatch for the provided data. The results were 18-19 ng/l during all monitoring. However, ECG, echocardiogram, and angio-CT were negative. Samples were sent to another laboratory using elecsys troponin t hs and the results were confirmed. No specific data was provided. The hs-tni (beckman) results were negative with two different methods. The questionable troponin t results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.